Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1613c93e, serial/lot #: (B)(6), ubd: 09-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. It was reported approximately 17 months post the index procedure the patient presented emergently with abdominal pain and a type ia endoleak was identified. The patient was taken to the or and a non-mdt stent was implanted however the endoleak remained. It was noted by the physician that the aortic neck was measuring 12-13mm in diameter and 10mm in length and so the endurant stent graft was constrained and the proximal sealing stent could not fully open as the graft was oversized in relation to the patient¿s anatomy. The proximal endoleak remained after the non-mdt stent was implanted. The physician did not feel a good endovascular option existed given how small the aorta was at the renal level and an open repair was performed on where the endograft was explanted, with the exception of the suprarenal stent and the most proximal aspect of the graft where the endoanchors were in place. Per the physician the cause of the endoleak was due to oversizing. No additional clinical sequalae were provided and the patient is fine.